Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A configuration issue on the thermogard console (sn (B)(4)) during system installation was observed. According to the report, the system has lost calibration values, therefore, the console displayed a "configuration not complete" message. No patient was involved with this event.

Manufacturer narrative:
The reported event was reproduced during evaluation of the thermogard xp ivtm console (sn (B)(4)), the console displayed a "factory configuration not complete" message during functional testing. The likely cause is attributed to a loose connector on the display head. Review of the event log found no irregularities. The console was recalibrated and further tested to full specification without any error message or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).